Event description:
It was reported that the patient presented to the hospital for a follow-up on 31 oct 2022. During examination of lead, it was noted that there was no capture threshold and failure to sense on the right atrial (ra) lead. After further assessment in clinic, chest x ray confirmed ra lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.